Event description:
The pt was revised because of loosening of the tibial tray and osteolysis.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.